Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information, and after resetting, the malfunction did not recur, allowing the customer to continue using the pump. The caller was instructed to call back if the malfunction code recurs.